Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 226 mg/dl. The customer stated that the replaced battery when the pump alarmed unexpected restart and was stuck in time set up loop. The customer stated a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. The customer was unable to check settings due to pump being stuck in time set up loop. The customer was advised that the insulin pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.